Manufacturer narrative:
(B) (4) (B) (4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated discrepant results were generated on the axsym toxo igg assay. A patient generated a positive toxo igg result of 11 iu/ml in (B) (6) 2009. The patient tested negative for toxo igg in (B) (6) 2009. The june sample was retested and generated a negative result. The patient tested nonreactive for toxo igm in (B) (6) and (B) (6). No impact to patient management was reported.

Manufacturer narrative:
(B)(4) file kit testing met all specifications. Retained kits of axsym toxo igg reagent list number 9k08-20, lot numbers 74459hn00 (identical in composition to lot number 74459hn01) and 77092hn00 stored at abbott laboratories were tested with axsym toxo igg calibrators, controls and a panel which is used for determination of the assay specificity of the reagent. The calibrations passed and all values for controls were well within the specifications stated in the axsym toxo igg package insert. The values obtained for the panel were well within the manufacturing specifications. A review of complaint and manufacturing records for axsym toxo igg reagent, list number 9k08-20, lot number 74459hn00 and 77092hn00 (and any associated sub-lots) did not identify any problems relating to the customer's observation. Sample handling is a critical factor with a high potential impact on test results and their reproducibility. The axsym toxo igg package insert was reviewed and found to contain adequate information on sample collection and preparation for analysis. The exact cause of the customer's observation could not be determined, as the affected patient samples were unavailable for investigation. Based on our investigation, we have determined that axsym toxo igg reagent, list number 9k08-20, lot number 74459hn01 and 77092hn00, identified in the customer's complaint are currently meeting their safety, effectiveness and label claims.